Event description:
It was reported that the user replaced the insulin cartridge multiple times and each time the ilet displayed approximately 18 units remaining while insulin leaked, and the agent suspected the rewind step was not completing as intended. Symptoms included no reported adverse health effects. Outcomes included no reported medical intervention or hospitalization. Investigation included remote troubleshooting guidance to repeat the supply change with emphasis on the rewind process. Investigation of this case revealed a suspected pump loading or rewind process issue associated with the cartridge interface, with leakage suggestive of an incomplete or improper priming/rewind sequence. It was concluded, based on previously established findings for similar reports, that the cause was user technique during cartridge change leading to an unsuccessful rewind and resultant leakage.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.